Manufacturer narrative:
(B)(4). 15-105000 ¿ liner ¿ 867990, 15-103662 ¿ shell ¿ 012050, 11-163664 ¿ head ¿ 898710, 103532 ¿ screw ¿ 078380, 103534 ¿ screw ¿ 010770. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right hip revision approximately 17 years post implantation due to severe and extensive metallosis. During the procedure, the patient experienced a greater trochanter fracture while the surgeon attempted to remove the stem. When addressing the fracture, farther fragmentation resulted. Patient was treated with a fixation plate and cables.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated surgeon observed metallosis, staining and damage of tissue, synovial fluid dark colored, and corrosion of the femoral neck junction. Surgeon also reported extensive osteolysis of femur and bone loss of the acetabulum. During the attempt to remove a well fixed stem, it was noted the greater trochanter fractured along with fragmentation while performing the trochanter osteotomy. The surgeon believe that the fracture was due to significant osteolysis and thinning of the bone. New implants were inserted and hip was found stable. The images of the stem, head, metal liner, cup, and bone screws were provided. A black ring can be seen in the taper of the stem. Bone residual debris was found on the porous portion of the stem. A dark red dot and red stain was observed on the proximal portion lateral side of the stem, which could possibly be blood. Osteolysis is likely the reason for bone fracture. However, reason for osteolysis cannot be determined. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends